Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of increased lactate dehydrogenase (ldh) could not conclusively be determined. Although a specific cause for the power elevation observed in the submitted log file could not be conclusively determined through this evaluation, it was noted to have been captured during a pulsatility index (pi) event. Lastly, the log file analysis confirmed a pump stop event due to both power cables being disconnected. It was reported that the patient had an increased ldh and there were concerns about power elevations and thrombus. The patient¿s husband reported that there was a complete power disconnect that caused the pump to stop. The submitted log file began at time stamp day 253, hour 23, and minute 27. On day 354, hour 15, and minute 58, an isolated power elevation was captured during a pi event. The pump operated as intended above the low speed limit until a pump stop event was observed on day 372, which appeared to be due to both power cables being disconnected. It was noted that the controller¿s time stamp reset to day 0, hour 0, and minute 0 upon power restoration and the pump resumed operating at the set speed without issue. The duration of time which the pump was off could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. This section also explains that during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 3 provides important information regarding how to switch the power sources. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. Instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26aug2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-00769. It was reported that the patient had an increased lactate dehydrogenase (ldh) and were concerned about power spikes and thrombus. Upon interrogation the device had a complete power disconnect with pump stop per the patient's husband's report. Review of the log file confirmed a pump stop due to a loss of power to the system controller. Once power was restored the pump returned to operating at the set speed. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.